Event description:
On may 3, 2022, drive devilbiss healthcare was notified by its customer, a home oxygen provider, regarding the death of a patient in calgary on (B)(6) 2022, who was using a devilbiss 525ds oxygen concentrator during an overnight large-scale power outage. The provider indicated that the unit is in the possession of the medical examiner's office. Devilbiss is actively investigating the incident, including attempting to contact the medical examiner's office to participate in testing and evaluation of the unit. Devilbiss will file an update if additional information becomes available.